Event description:
The customer states that a pregnant patient generated an initial architect total b-hcg false negative result of 1.56 miu/ml. The patient's primary collection tube was then located and a sample tested from the primary tube generated a result of 24,000 miu/ml. The patient was asked to return for another sample draw and the result from this sample was 36,000 miu/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The architect (B)(4) message history log was reviewed and it was noted that error (B)(4) (unable to process test, aspiration error) was generated on (B)(6) 2009, and error (B)(4) (unable to process test, liquid too low ) was generated on (B)(6) 2009. The abbott field service representative (fsr) replaced the r1, sample, and stat probes to resolve the issue. The architect system operations manual (B)(4) and the total b-hcg package insert (B)(4) contain the information to address the customer's particular issue. A service history review found no additional incidents of architect (B)(4) generating inconsistent results since the fsr replaced the probes. No adverse trends were identified for architect stat b-hcg assay inconsistent results generation for the architect (B)(4) analyzer. A malfunction of the architect (B)(4) analyzer was identified. The current investigation indicated an inconsistent patient result was most likely caused by a probe malfunction. The actual cause of the inconsistent result generation could not be determined with the available information. The (B)(4) has not generated inconsistent results since the fsr replaced the r1, sample, and stat probes. Based on the available information and this investigation, no deficiency was identified for the architect (B)(4) analyzer, list no. 03m74-02, related to the issue under investigation. This is a final report.